Event description:
End user states, "the pendant quit working. She jiggled the wire and it worked for approx. 1 week. After that it stopped working." No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model bed2-1633, serial number/date (B)(4) is approximately 3 years 3 months old. The owner's manual part number 1114836 rev f (aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.